Event description:
It was reported that a balloon rupture occurred. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 9atm for 20 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.